Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had very low blood glucose in the middle of march to the end of june with blood glucose of unknown. Patient's current blood glucose value:190 mg/dl. Customer used auto mode. The customer was treated by emergency medical service . The customer was wearing the insulin pump during the hospitalization. The device is expected to be returned for analysis.

Manufacturer narrative:
Device passed the displacement test. No unexpected errors were noted. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4).